Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.3 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with hyperglycaemia while wearing the pod for longer than 48 hours. It was reported that the patient¿s continuous glucose monitor (dexcom g6) showed the patient¿s blood glucose levels to measure 94 mg/dl, however a finger stick test measured 396 mg/dl and a blood draw test showed 414 mg/dl (dexcom were informed of this incident on (B)(6) 2026). Reported symptoms include thirst, fatigue, dehydration, frequent urination and weakness, the patient also reported experiencing difficulty holding their head up. The patient was treated with intravenous fluids. The patient was released after approximately 4 hours, on the same day.